Event description:
The site reported that a post-lasik patient with very steep corneas, in which the iol power calculations were difficult, had a light adjustable lens (lal) explanted because of a refractive surprise after implant. The initial lal (sn: (B)(4)) was explanted on (B)(6) 2022 and was replaced with another lal with a different iol power (sn:(B)(4)). Rxsight's first awareness of the event was on (B)(6) 2022.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The initial lal (sn: (B)(4)) was explanted on (B)(6) 2022, and a replacement lal (sn: (B)(4)) was implanted on the same day. The last known manifest refraction after the 2nd light treatment and before explantation was -3.25 sphere and bcdva 20/20. The surgeon's scribe stated that "the patient is post lasik and has very steep corneas. The [iol] calculations were difficult." The above information suggests that the initial lens power choice was not a good fit for this patient. Manufacturer reference #: (B)(4).